Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on continuous glucose monitoring with moderate ketones. The customer reported that an ongoing occlusion alarm occurred and that the customer¿s personal profile required adjustments. Customer changed the pump supplies to address occlusion and gave a manual injection to address elevated bg. The customer resumed insulin delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.